Event description:
The infusion pump overdelivered. A 250 ml steriod solution was programmed to infuse over 23 hours at 10.8 ml/hr. After 11 hours there was only 50 ml remaining in the IV container (approx 90 ml discrepancy). The infusion pump was removed from the pt. No medical or surgical intervention was reported.